Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported that the cuff placed was too large. The aus was explanted, replaced and the cuff was downsized. There were no additional patient complications reported.